Event description:
The customer reported a leak from the multi-transducer module (mtm) area of the coulter lh 780 hematology analyzer and fluid dripped under the analyzer onto the countertop. The customer stated that approximately 5 ml of clear fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a loose quick disconnect qd9-3 between the flow cell and the upper sheath restrictor. The fse tightened the qd9-3 to resolve the leak and verified the repair as per established procedures. Results: failure mode of the leak is attributed to a loose quick disconnect qd9-3 between the flow cell and upper sheath restrictor. Beckman coulter internal identifier for this report is (B)(4).